Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt bad. The patient reported that there was something wrong with their implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.